Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event was previously reported on 0001822565-2020-03841.

Event description:
It was reported that the patient underwent a revision procedure post implantation for an unknown reason. The liner was replaced. No further event information available at the time of this report.